Manufacturer narrative:
Based on information received there was not complaint against products, patient was still getting the same therapy as he was during the trial. No intervention was planned at this moment due to current situation (covid-19).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03880. It was reported that surgical intervention may be pending to add an additional drg lead to improve therapy with patient's drg system.